Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation of the weld on the articulation lever suggests an irregularity in the welding process. A process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, after the reload the stapler did not close the jaws. There was no patient injury reported.